Event description:
It was reported from an abstract of the 15th winter conference on implantable devices in japan that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks in different episodes due to oversensing. This s-ICD remains in service. No additional adverse patient effects were reported.